Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular (rv) lead, exhibited high, out of range pacing impedance (greater than 3,000 ohms). Physician noted variation in pacing impedance from 450 ohms to 3,000 ohms, for approximately six months. The physician perform lead integrity testing with arm maneuvers, and found no evidence of noise. All other measurements are within normal range. The device remains implanted. The physician will continue to monitor the patient closely. No adverse patient effects were reported. New information was received that a technical service (ts) consultant reviewed device data, and recommended additional testing to include pocket manipulation, arm movements ,x-ray imaging. The device remains implanted. No adverse patient effects were reported.